Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer reloaded the cartridge after experiencing a malfunction and obtained a new cartridge and infusion set, successfully resuming insulin delivery.